Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: customer returned (3) sealed 4mm, 32g pen needles from cat # 320555, lot # 8094916. Customer states that he noticed a skin wheal after injection of his insulin dose and the needle was hidden by the wider hub and therefore he did not insert fully. All returned pen needles were tested in terms of 1) cannula point quality; 2) effective needle injection length (specs for needle injection length: 0.150 in - 0.181 in) and 3) IV lubricant coverage. All observations fell within specifications. In addition, a shelf carton of 100 sealed samples from lot 8094916 (sku# (B)(4)) were tested. Three tests were carried out to each pen needle in terms of 1) cannula point quality; 2) effective needle injection length and 3) IV lubricant coverage. Test results from all 100 samples meet the requirements. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to confirm the customer¿s indicated harm - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure of difficult/unable to operate as no manufacturing related defects were observed possible root cause is injection technique.

Event description:
It was reported with the use of the bd nano pro ultra-fine¿ pen needle there was an issue with needle unable to be fully inserted into skin due to being hidden by hub.